Event description:
On august 23, 2025, the healthcare provider reported that the user experienced hypoglycemia with blood glucose (bg) levels of 58 mg/dl after a late meal announcement. The user self-treated with glucose tablets and did not require hospitalization. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.